Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular implantation procedure, the lens scratched. There was patient contact. The surgery was completed the same day. Additional information was requested and received stating there was no patient harm.